Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that due to magnet retention difficulties, the internal magnet was removed on (B)(6) 2018, in order to convert the patient to a percutaneous baha implant system. An abutment was placed on the implant fixture, which remains insitu.